Event description:
Reporter noted two cases of endophthalmitis on two different days, with two surgeons. Patient 2 of 2: symptoms three days post-op; cultured strep viridans. Required vitreous tap and intravitreal antibiotics injected. Prognosis reported as fair.